Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen on (B)(6) 2022. On (B)(6) 2022, the patient¿s cgm displayed 218 mg/dl; however, he felt sweaty, and shaky. A bg was performed which was 47 mg/dl, he ingested four glucose tablets but passed out. The patient¿s wife reported he was unconscious for approximately thirty minutes after ingesting the glucose tablets. When he became responsive, he ingested some chocolate and pasta salad an hour later. His bg returned to normal values and he has been fine since. There was no documentation of medical intervention. Although the patient was able to self-treat, the patient lost consciousness before the glucose tablets increased his blood glucose. No data was provided for evaluation. The allegation and a probable cause could not be determined. The reported glucose values fall within the d zone of the parkes error grid. No additional patient or event information is available.

Manufacturer narrative:
(B)(4).